Event description:
It was reported that this was an arteriotomy closure of the calcified left common femoral artery using a proglide device after a percutaneous coronary intervention (pci) procedure using a 6f sheath. Reportedly, the device became stuck in the patient during removal. The lever was closed and the foot had retracted; however, the device was stuck and could not be removed. Cut down surgery was performed to remove the device and achieve hemostasis. There was no reported adverse patient sequela; however, a clinically significant delay in the procedure was reported, as surgical intervention was needed. Hospitalization was also prolonged due to the cut down surgery due to the proglide being stuck. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. B3 - date of event: estimated. D4: the lot number was unknown by the account; therefore a partial UDI# was listed.

Manufacturer narrative:
The device was not returned for analysis. A corrective and preventive action (CAPA) review was performed and revealed no indication of a product quality issue. The production records for this product could not be reviewed and a similar complaint query could not be performed because the lot number was not reported. Based on the information provided, a definitive cause for the reported issue could not be determined. The subsequent treatment appears to be related to be related to circumstances of the procedure. Factors that contribute to device entrapment may include, but are not limited to, tissue or suture caught in foot, or challenging anatomy which in this case a reported calcified lesion. Based on the results of the complaint investigation, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. B3 - date of event: estimated d4: the lot number was unknown by the account; therefore a partial UDI# was listed. Correction: b2 - outcomes attributed to ae: hospitalization-initial or prolonged added.